Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as unidentified (tear) opening. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer.

Event description:
Patient reported left side rupture and exchange from textured to smooth devices due to the patients concern with the product. Healthcare professional later confirmed event. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" of saline implant.

Event description:
Patient reported left side rupture and exchange from textured to smooth devices due to the patients concern with the product. Healthcare professional later confirmed event. Device remains implanted.